Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Resistance primary biopsy channel. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel deformed. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the operation channel resistance. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.